Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; deformation. After autoclave cycle was identified: cloudy gel. Even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process. Based on the device analysis the final assessment is no issues found related with the manufacturing process and no openings found.

Event description:
Healthcare professional reported right side rupture. Device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been replaced.